Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a lead replacement procedure on (B)(6) 2018 (reference MFR. Report#:3006705815-2018-00049 and MFR report #:3006705815-2018-00050), the physician attempted multiple times to place a new model 3186 lead. However, due to scar tissue, the attempts were unsuccessful. As such, the procedure was abandoned.